Event description:
The customer reported high blood glucose levels. The blood glucose reading at the time of the event was 580 mg/dl. Prior to the event, the patient felt nauseous. He treated by delivering a bolus. In troubleshooting, the insulin pump passed a drive support cap test, a manual prime test, and a high placement test. The customer was advised to change the infusion set. The current blood glucose reading is 110 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.